Event description:
End user reports that a sample from a patient diagnosed with multiple myeloma reacted variably with anti-c reagents. Albaclone®anti-c, product z064u, lot v223588, exp29jun22 reacted 1-2+ with the reticulocyte enriched sample whereas bio-rad anti-c was nonreactive. Initial molecular testing predicted the phenotype to be c negative. Upon review of the report submitted by arc biomedical headquarters quality, it was noted that the reactivity with z064u was reported as mixed field. Us technical followed up with the end user to ask if it was possible that the reticulocyte harvest contained a small population of donor red cells. Both albaclone®anti-c, product z064u, and the biorad reagent contain the ms24 clone and would be expected to react similarly with variant phenotypes. However, albaclone®anti-c, product z064u contains potentiators while the bio-rad reagent does not (per the IFU). This might allow it to detect a minor cell population present in the sample.

Manufacturer narrative:
H3 - other - investigation performed on retained sample foron the same batch. The internal investigation has consisted of both batch manufacturing record (bmr) review and investigative testing. Albaclone® anti-c product z064u lot v223588 is fit for purpose therefore this complaint is deemed unconfirmed. Alba biosicence reference number of this file is (B)(4).